Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient¿s post-implant device clinic visit, the patient reported experiencing ¿chest fluttering¿ when laying down. The symptoms resolved when repositioned. The patient returned to the clinic again and complained of diaphragmatic stimulation while sitting and often while laying flat. The left ventricular (lv) lead polarity was re-configured and the patient was sent home. On a third visit to the device clinic, the lv capture increased and was high and caused symptoms. Again, the lv pacing polarity was configured. The lv lead remains in use. The patient is enrolled in the post approval network (pan) cardiac and vascular group (cvg) study. No further patient complications have been reported as a result of this event.